Manufacturer narrative:
H6; evaluation code #400(other):firing mechanism damaged. Results of evaluation: based upon the info received and the visual examination, it was concluded that the instrument was returned non-functional. The instrument was disassembled and found to have a damaged firing mechanism. No conclusion could be reached as to how this damage occurred. Some consitions which might result in damage to the firing mechanism are: interrupted firing cycle, tissue thicker than indicated, attempting to fire through a spent cartridge, firing prior to complete clamping of the jaws failure to properly follow reloading instructions.

Event description:
It was reported the device was used during a bowel procedure. It was reported by the rep, difficult to close the jaws/broken. There was no consequence to the pt.